Manufacturer narrative:
The device involved in this event will not be returned for eval as it was discarded. (B)(4).

Event description:
It was reported that the coil stretched and broke during procedure. No pt injury reported.